Event description:
National complaint coordinator (ncc) reported one incident of a pt reaction with the psn 170 dialyzer. It was reported that the pt experienced a rash on his forearm at the fistula access site prior to pt treatment. No medical intervention was reported at that time. In 3003 it was reported that the rash had not subsided and the pt was again treated on a psn 170 dialyzer. It was reported that in 3003 microshield moisturizing lotion was applied to the rash. As of 3003, no rash was observed on the pt's forearm. It was further noted that the pt did not require hospitalization.

Event description:
Pt reaction with the psn 210 dialyzer occuring 2-3 weeks ago. It was reported that the pt experienced a rash. No medical intervention was required. It was further noted that the pt did not require hospitalization. No further info is available at this time.